Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #12 and length of usage is approximately 2 years. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant's driver feature was damaged. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Event description:
Complaint received via phone from cs representative. It was reported that the internal implant threads for a tsvmb11 were damaged during a clinical procedure and the rep. Is requesting tool item # 0493 to be sent out. The implant is well seated and intact. As a result of this event, no injury to the patient was reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.